Event description:
The customer contacted beckmann coulter inc, (bci) on (B)(6) 2008 regarding accutni (troponin) result that was within the risk stratification range for one pt. Results were generated on the access 2 immunoassay system. The customer re-ran the sample on a different instrument and the result was within the normal range. The initial elevated accutni results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was on site on (B)(4) 2008 to investigate the event. Fse verified instrument per type 1 verification protocol and no hardware issues were identified. The system check data that was performed on (B)(6) 2008, was reviewed and it was within specification. No definitive cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.